Event description:
A report was received that the patient underwent a non device related procedure where cautery was used. After this procedure the patient was experiencing charging difficulties. The physician replaced the patient's ipg.

Event description:
A report was received that the patient underwent a non device related procedure where cautery was used. After this procedure the patient was experiencing charging difficulties. The physician replaced the patient's ipg.

Manufacturer narrative:
The ipg exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge within the typical ipg battery depletion rate. Review of the patient's latest program showed that three areas were turned on. The amplitude and the pulse width were set high and it resulted in the fast battery depletion of the ipg.